Event description:
Breathing circuit developed a significant leak during intraop. Circuit can pass MFR's leak test before use on a pt, however, if corrugated tubing is bent, the tubing's "leakage holes" (which should not be present) are opened, allowing gas to leak out of the circuit during surgery. This product has been found to leak during intraop after passing a pre-op leak test, as well as simply failing the pre-op leak test. At least 15 defective units have been encountered from (3) different lot numbers.